Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. No abnormalities were found during visual inspection and functional testing of the returned product. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a total laparoscopic hysterectomy procedure, the needle broke and part of it fell in the patient. The needle broke in two parts. One part fell into the patient and was found. One part was stuck in the device. It was found and removed. A new device was opened and used to complete the case. There was no patient injury.